Event description:
It was reported that while setting up the trial, the nurse realized that the ball bearing was missing from the shim. All available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.